Manufacturer narrative:
Concomitant medical product: 407652 lead implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital a with a hole in their skin and an infection device pocket. A positron emission tomography (pet) scan and microbiology test were done and both were positive for staphylococcus epidermis and corynebacterium species. Antibiotic treatment was necessary. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, right atrial (ra) lead, and antibacterial absorbable envelope were explanted. No further patient complications have been reported as a result of this event.